Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pt was a twiddler and lead backed into svc. Lead was almost in a knot so physician requested a new lead rather than try to reposition the existing lv lead. Should additional information be received, this file will be updated.